Manufacturer narrative:
Buksh, o., ferreira, r., siqueira, m.h.b., bhojani, n., chughtai, b., zorn, k.c., elterman, d.s. (2026). Failed trail without catheter post rezum in non-catheter dependent patients: risk factors from the canadian rezum registry. Lower urinary tract symptoms, 18, e70054. Https://doi.org/10.1111/luts.70054. Detailed product information was not provided to boston scientific. Based on the nature of the information provided, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the lower urinary tract symptoms journal that a retrospective review was conducted to identify the trial without catheter (twoc) failure incidence and risk factors on patients that were treated for benign prostatic hyperplasia with rezum water vapor therapy. The aim was to provide insights into patient counseling, and evidence-based decisions regarding postoperative catheter duration. A total of 406 catheter independent patients, with median age of 68 years old, were treated with rezum between april 2019 and june 2023 at two institutions in canada. Patients were discharged the same day with a foley catheter in situ. The duration of the catheter was left at the surgeon's discretion, generally 7 days. A failed twoc was defined as the inability to spontaneously void after catheter removal. Postoperative urinary tract infection (uti) was defined as the presence of urinary symptoms and a positive urine culture occurring during the postoperative catheterization period, prior to catheter removal and the first twoc attempt. Following procedure and catheterization, the rate of uti was 10.6% (9 patients out of 99) for patients with failed twoc and 2.6% (7 patients out of 307) for successful twoc patients. Of the 99 patients that failed the initial twoc, 9 subsequently underwent greenlight laser therapy, and 2 underwent transurethral resection of the prostate (turp), 1 received a temporary inserted nitinol device (itind), and 1 required clean intermittent catheterization (cic). During a follow-up, 12 patients experienced urinary retention, 4 patients required cic for adequate voiding, and 19 patients required retreatment.